Event description:
It was reported by service report that the dampener for the siderail broke and came off the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: dampener (gas spring).